Event description:
A customer reported via email indicating that their insulin pump alarmed low battery. The patient's blood glucose level was unknown at the time of the call. The customer stated that they have to change the battery frequently and the insulin pump does not work properly. Furthermore, the customer complained of condensation behind the lcd screen of the insulin pump. The customer declined assistance from the 24 hour help line. The device did not return for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.